Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the saline infusion was delivered "twice the rate.". There was patient involvement but no harm.

Manufacturer narrative:
Correction : other occupation, initial reporter occupation. Annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer?. Annex a : a25. Annex g : g07001. Annex b : b01, b14. Annex c : c19. Annex d : d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the saline infusion was delivered "twice the rate" was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The facility reported the event date as september 05, 2024. The customer provided an event date of 05sep2024. A log review was performed with the limited information contained in the pump module s/n (B)(6) event log; it was determined that the pump module was not in operation on that day. Based on the review of the pump module event log retrieved, on september 04, 2024, at 9:21 am, the pcu was powered on and the pump module started the infusion with a programmed rate of 100 ml/hr and the volume to be infused (vtbi) was set at 100 ml. At 9:51 am, the pump module was turned off. The pump module event log could not determine why the infusion programmed to infuse for approximately 1 hour was terminated early after only infusing for approximately 30 minutes. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause for the reported issue of the saline infusion was delivered twice the rate was not able to be identified during the investigation.

Event description:
It was reported that the saline infusion was delivered "twice the rate.". There was patient involvement but no harm.